Manufacturer narrative:
The screw was examined under magnification. The screw showed signs of wear on the head of the screw and some small nicks on the threads of the screw. Additional mdrs associated with this event: 3025141-2017-00010: screw 1; 3025141-2017-00018: plate; 3025141-2017-00019: screw 2; 3025141-2017-00020: screw 3; 3025141-2017-00022: screw 5.

Event description:
A clavicle plate was implanted. One of the screws broke post op. The plate and screws were explanted.